Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. It was reported that the device protrude on the wound site. The patient was treated with antibiotics however, the infection was not cleared. The pacemaker was explanted. There were no additional adverse patient effects reported.